Manufacturer narrative:
Conclusion the complaint cannot be verified due to handling error. Result the investigation showed, that the battery acid leaked out of the battery. The acid led to corrosion on the battery contacts and to a power interrupt. The insulin pump couldn't be started up because of the corroded battery contacts. The user of an accu-chek spirit insulin pump should only use quality batteries like those recommended by roche: the accu-chek spirit insulin pump user guide accessories and disposables battery: your pump requires one aa1.5v battery in order to function. Use aa high-quality alkaline lr6 or lithium fr6 batteries that have a minimum capacity of 2500mah. Do not use carbon zinc or nickel cadmium (nicd) batteries. Consumables the battery cover passed the optical inspection.

Event description:
On (B)(6) 2013 patient reported the infusion device turned off in the middle of the night without an alert or error message. Patient stated the infusion device was just off when she woke up. Patient reported she tried to remove the battery and insert a new one but when she took the battery out; the spring that holds the battery in came out with it. Patient stated the infusion device will not turn on or power up at all now. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery, and battery cover for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.